Event description:
Had vaginal rejuvenation using geneveve from viveve. Had major discomfort and could not continue treatment; machine malfunctioned. Company wanted to just replace the device. Practitioner no longer wishes to perform treatment. Viveve will not take machine back.